Event description:
It was reported during implant, far field r-wave oversensing caused inappropriate auto mode switch. When attempting to make programming changes, the oversensing had disappeared. No programming changes were made as the issue resolved on its own.

Manufacturer narrative:
(B)(6).